Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to run incoming functionality testing) has been confirmed. Upon investigation, the electrode belt cable connecting ECG a, ECG b, and the front therapy electrode was cut. The root cause for cut cable was physical abuse. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to run incoming functionality testing.